Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed a controller clock corrupt alarm indicative of a total loss of power to the system controller, which would have caused the pump to stop. The controller event log file contained relevant events from through (B)(6) 2025 . A low flow alarm was captured on (B)(6) 2025 from 16:11:43 until a driveline disconnect alarm was captured at 16:15:14. These alarms appear consistent with the patient¿s expiration and the reported discontinuation of left ventricular assist system support. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed while the driveline was connected. The controller periodic log file contained data from through (B)(6) 2025at 15:57:47. On (B)(6) 2025, a low power hazard alarm was captured while the patient was on battery power followed by a no external power alarm captured. Following these alarms, the next two hourly data points captured a controller clock corrupt alarm on the default timestamp of (B)(6) 2000. The corrupt timestamps are indicative of a complete loss of external power as well as full depletion of the system controller backup battery. These events would have led to the pump stopping and the controller clock resetting. A specific duration of time for which the pump was stopped could not be conclusively determined. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, and other neurologic events (not stroke-related) and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection and neurological dysfunction as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for driveline infection. The patient was treated with clinic standard antibiotic treatment.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that on (B)(6) 2025 at approximately 6 am the patient was found unresponsive on the floor of their room. The patient received cardiopulmonary resuscitation (CPR) and it was noted that the patient's left ventricular assist device (lvad) was not running. The lvad was restarted by changing the batteries. It was unclear how long the patient had been unresponsive however initial device interrogation suggested that the batteries and the internal system controller backup battery were depleted and the alarms on the device would have been activated. The patient was intubated and ventilated and transferred to the intensive therapy unit (itu). The patient had a computed tomography (CT) scan which showed mild loss of grey-white matter differentiation. The patient was observed, had an electroencephalogram (eeg), a repeat CT which suggested acute hypoxic brain injury, and was reviewed by a neuro rehab consultant who felt meaningful recovery was unlikely given brainstem dysfunction. The patient subsequently received palliative care and passed away on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was on the ward to treat driveline infection. When the night staff checked on them before the shift hand over, they were found unconscious on the floor disconnected from any power source. According to the staff the system controller did not alarm. The power source was reconnected and the patient was transferred to the intensive care unit (ICU).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient passed away due to hypoxic brain injury. The patient was found unconscious on the ward and was eventually reconnected to power sources for the left ventricular assist device (lvad). However, the therapy was withdrawn after a few days in the intensive care unit. The death was not device or therapy related. An autopsy will not be performed.